Manufacturer narrative:
No product returned. Because no device or device logs were returned or expected to be returned, no failure investigation could be performed. The root cause of the customer's experience was not identified. Patient demographics requested however not provided.

Event description:
It was reported that an unspecified free flow event occurred a year ago involving propofol or fentanyl. Although requested, no further details were provided by the customer for this event.